Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a zero tip basket device was used during a procedure. Reportedly, the basket did not open correctly upon opening inside the ureter. The device was removed and found to be bent and incomplete at the basket level. The segment of the sheath that had detached was later recovered from the ureter. Boston scientific was unable to obtain additional information regarding the procedure and patient outcome despite good faith efforts.